Event description:
It was reported about a month prior to report the patient¿s device started to come through the patient¿s skin. It was stated the stimulator was coming out and being rejected from the body, the patient could feel the ins coming through the skin. It was noted the implantable neurostimulator (ins) was turning off and she needed constant reprogramming. The patient fell on (B)(6) 2013 and that ¿may have¿ turned her stimulator off, she caught herself on the floor when she fell. The patient was able to turn stimulation back on. The device was removed and replaced on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3093-28, lot# v858764, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer. (B)(4).